Event description:
During catheterization, it was reported that the guidewire had exited out of the catheter prior to the distal tip. Prior ot use, it was also reported that the physician steam shaped the catheter tip. No pt injury reported.

Manufacturer narrative:
The catheter has been evaluated and confirmed punctured at 2.7 cm from the distal tip.